Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "transient peroneal palsy secondary to surgical manipulation and increased joint movement has been reported following knee arthroplasty in patients with severe flexion and valgus deformity." Number 14 states, "interoperative or postoperative bone fracture and/or postoperative pain." (B)(4) this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Remains implanted.

Event description:
It was reported by the patient that they underwent a left total knee arthroplasty on (B)(6) 2014. During the procedure, the patient reported that the surgeon nicked an artery which resulted on pain, loss of blood flow from knee to foot, and loss of feeling in the leg and foot. Subsequently, the patient underwent a procedure on an unknown date to repair the artery. The patient further reported they continue to experience pain and popping and clicking in the knee. The patient reported their surgeon believes there may be a problem with the cement however, a revision procedure would need to be performed in order to determine the issue. No revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.